Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) pace impedance measurements greater than 2,000 ohms and increased pacing thresholds greater than 5 volts. A revision procedure was performed and the rv lead was surgically capped and abandoned. A new lead was successfully placed. The patient was not pacemaker dependent and no adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device was later explanted and returned for a separate issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.